Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect following two months post permanent implant. A nuvectra representative met with the patient to reprogram the device. Subsequently, the patient later met with the physician and decided to remove the stimulator and lead. The patient is doing well.